Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprothesic liquid. Presence of lymphoid big cells cd30+ compatible with alcl".

Event description:
Physician reported via regulatory agency: "seroma. Entire prothesis. Periprothesic liquid. Presence of lymphoid big cells cd30+ compatible with alcl" pathological marker alk-1 has not been provided. Unknown side. Device status is unknown.